Manufacturer narrative:
Product analysis: the device was returned for evaluation. Multiple kinks were evident on the hypotube. The balloon showed evidence of inflation and blood was visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the balloon a pin hole leak was observed, located on the balloon working length. The pin hole was not over the marker band. No other damage was noted. Additional information: annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure of the right coronary artery (rca), in a situation of in-stent restenosis, an attempt was made to open the lesion using four nc euphora coronary balloons and all the balloons ruptured. The procedure involved the mid-section of the rca, which exhibited moderate tortuosity and moderate calcification. Each balloon experienced a burst during the first balloon inflation at a pressure of 20 atm. The devices were not inspected. Negative prep was performed without issues on all the devices. The lesion was not pre-dilated. The devices did pass through a previously deployed stent. Resistance was not encountered when advancing three of the balloons. Resistance was encountered when advancing one of the 3.5x15mm devices (lot#227184891). Excessive force was not used during delivery of any of the balloons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: name of initial reporter provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent with in-stent restenosis being treated was a non-medtronic stent. The balloons were not moved or repositioned while inflated. It was not difficult to remove the protective sheaths or the packaging stylets of the balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.